Event description:
Additionally, healthcare professional reported, via ultrasound, "extruded implant material". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, missing shell (25-50%), and crease fold. Weight measurement of the device identified device was underweight. Microanalysis was performed which identified a striated broken edge. Based on the device analysis the final assessment was a striated broken edge due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side rupture. Additionally, healthcare professional reported, via ultrasound, "extruded implant material". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.